Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to poor blood circulation in his leg on (B)(6) 2019 with blood glucose of unknown. The customer was treated with amputation. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.